Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics 13f tightrail sub-c rotating dilator sheath, the physician attempted to extract the ra lead first, then the rv lead, but progress stalled in the subclavian so he chose a spectranetics 13f tightrail device instead. The ra lead was successfully extracted without complications. The 13f tightrail device was then used to attempt extraction of the rv lead. The device slowly advanced over the lead's superior vena cava (svc) coil then encountered stalled progress near the svc/ra junction due to hard fibrosis. The physician decided to remove the tightrail device and clean it. The device was then slowly advanced to the ra and the patient's blood pressure dropped. Rescue efforts began immediately, including heart massage, heart lung machine and sternotomy. An svc/ra perforation was discovered. The surgeon tried to repair the perforation, however it was too big and repair was unsuccessful. The patient did not survive the procedure. This report captures the 13f tightrail device in use when the svc/ra junction perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics 13f tightrail sub-c rotating dilator sheath, the physician attempted to extract the ra lead first, then the rv lead, but progress stalled in the subclavian so he chose a spectranetics 13f tightrail device instead. The ra lead was successfully extracted without complications. The 13f tightrail device was then used to attempt extraction of the rv lead. The device slowly advanced over the lead's superior vena cava (svc) coil then encountered stalled progress near the svc/ra junction due to hard fibrosis. The physician decided to remove the tightrail device and clean it. The device was then slowly advanced to the ra and the patient's blood pressure dropped. Rescue efforts began immediately, including heart massage, heart lung machine and sternotomy. An svc/ra perforation was discovered. The surgeon tried to repair the perforation, however it was too big and repair was unsuccessful. The patient did not survive the procedure. This report captures the 13f tightrail device in use when the svc/ra junction perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.